Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which observed that the tubing was separated from the connector on one of the samples and the micro bore bifurcated ¿y¿¿ junction on the other sample. Inspection observed the insertion of the tubes were correct during assembly and according to specification. However, additional inspection observed excess solvent on both tubes. The reported condition was verified. The cause of the condition was due to an excess solvent applied during manual assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) non-dehp y-type catheter extension sets broke (one tubing separated from the male luer and one tubing separated from the y-junction). This was identified during patient use. The sets were connected to tpn (total parenteral nutrition)/lipids and were replaced to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.